Manufacturer narrative:
The monitor tech reported that, after pressing the silence alarm button, the central nurse's station (cns) displayed a reloading error message on every bedside monitor (bsm) for about one minute, and then the system froze for another minute. Technical services assisted her in restarting the central nurse's station (cns) and advised that normal maintenance should include restarting the central nurse's station (cns) once every 3 months. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The monitor tech reported that, after pressing the silence alarm button, the central nurse's station (cns) displayed a reloading error message on every bedside monitor (bsm) for about one minute, and then the system froze for another minute.